Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends at approximately 43.0 cm and 91.0 cm from the proximal end. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the distal tip of the pusher assembly and coil was undamaged. Conclusions: evaluation of the returned ruby coil revealed the pusher assembly mid-joint retracted through the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the ID of the rest of the sheath to allow it to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced when attempting to advance the device. Further evaluation revealed bends along the length of the pusher assembly. These bends were likely incidental to the complaint and may have occurred during packaging for return to penumbra. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration lantern delivery microcatheter with moderate resistance experienced when the bends contacted and were advanced through the introducer sheath and microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic aorta using ruby coils. During the procedure, the physician successfully placed several coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a ruby coil, the physician experienced resistance and was unable to advance the ruby coil from its initial position in the introducer sheath; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and other coils with the same lantern. There was no report of an adverse effect to the patient.